Manufacturer narrative:
The customer did not return product sample for evaluation. Therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number on any identification traceable to the manufacturing documentation. The root cause cannot be determined. (B)(4).

Event description:
A surgeon observed that the knife did not cut well. There was no harm or injury to the patient. Additional information has been requested.